Event description:
It was reported the pt underwent posterior fixation (implant levels not provided). Two years post-op, the pt underwent revision surgery due to pseudoarthrosis and scapular pain. No device failure was reported. During revision surgery, it was noted that the implanted devices were corroded / rusted. Three screws were reported rusted / corroded upon removal, but only one multi-axial screw was retained. The hosp pathology department collected a tissue sample from the pt to check for metallosis. The pathology results were not provided. There was no report of pt infection. No add'l patient complications were reported.

Manufacturer narrative:
(B) (4): the integrity of the part upon receipt was retained for analysis. The part number and lot number of the product could not be determined due to the "as is" condition of the part upon receipt. A f/u report will be sent when analysis is completed. The screw was returned for eval. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.